Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber exhibited a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture rotated independently of metal cap; the glass cap exhibited severe devitrification at the output window; the metal cap exhibited moderate burnt on detritus; the glass cap has pushed forward in metal cap and was protruding. Based on the analysis, the potential for forward firing may also exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.

Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the fiber became end-firing (forward-firing) at 60,000 joules of use. The fiber was replaced and the procedure completed using a second side-firing surgical fiber. Outcome: no injury to patient reported. Gland volume: 40 ml time expended: 5 minutes joules used 60,000.